Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and reservoir was loose and not secure. The customer's blood glucose value was unknown. Customer stated buttons were harder to press and press multiple times. Customer stated insulin pump rejected new battery and battery life was decreased and screen was difficult to see. Customer stated insulin pump was slower and louder to rewind and unexplained no delivery alarms. Customer stated insulin pump settings during a battery change. The insulin pump will not be returned for analysis.